Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for being able to start going to the bathroom. The patient stated that when they started having a return of those symptoms they would check the device and it would be off. The patient would turn the device back on and it would resolve. The issue was noted to be occurring intermittently and it was related to emi from security gates/theft detectors. The patient stated that in their mind there was a few stores, but one in particular that they thought was turning the device on and off with the security scanner at the doors. The patient noted the date is started was unknown, the last 6 months. No further complications were reported.